Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call to baxter customer service, the consumer reported that in the last week of (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. After 1 week, the patient was discharged from the hospital (end of (B)(6) 2010). Treatment, outcome and action taken with extraneal and physioneal were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.